Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noisy signals due to electromagnetic interference (emi). Additional information was obtained from the field representative indicating that the procedure was only intended for the lead and a new rv lead was implanted. This rv lead was explanted and will not be available for return as the lead was retained by the hospital following laser extraction. No additional adverse patient effects were reported.